Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis and to indicate the product serial number and the implant date. This information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made to the type of connector associated with this complaint because, no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Medical staff called to return a lap-band port that was "explanted due to an [alleged] leaking from the base support". No additional information provided by the reporter. Follow with the surgeon in progress.